Event description:
Additional information was received that indicated that the patient's increase in seizures was due to trying to tapering the patient off of neurontin. No further information will be provided.

Event description:
It was initially reported that the patient had a change in seizure pattern and increase in seizures (two seizures) after initially being implanted with vns. The patient was implanted with vns in hopes to decrease the patient's medications. After implant the physician began tapering the patient off of medications, specifically neurontin. This tampering coincided with the change in seizure pattern and increase in seizures but it is unclear if it was the direct cause of the increase in seizures and change in seizures pattern. The neurontin dose was increased back up and the patient seizures returned to normal.

Manufacturer narrative:
.